Event description:
The symptomatic patient presented for routine follow up. The left ventricular exhibited loss of capture. Chest x-ray confirmed dislodgement. The lead was explanted and replaced without adverse event, the patient was stable and would continue to be monitored.

Manufacturer narrative:
(B)(4).